Event description:
It was reported to philips healthcare that during software upgrade the heartstart mrx was inadvertently turned off; the heartstart mrx will now not power up. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.